Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspection was performed on the returned device. The reported deployment issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Investigation was unable to determine a cause for the deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the popliteal artery with no calcification. The vessel diameter was 6.0 mm. A 6f 45 cm non-abbott sheath was placed and the lesion was prepared with laser atherectomy and pre-dilated with an unspecified 5mm balloon dilatation catheter. A 6.0 x 120 mm supera self expanding stent system (sess) was advanced to the lesion. On initiating deployment of the stent of the sess, it was reported that it did not feel as expected, and the nose cone appeared to meet resistance with the stent. The stent was partially deployed. The deployment lock was unlocked and the thumb slide advanced to the most distal portion on the handle. The devices were removed from the patient anatomy as a single unit over the guide wire, and under fluoroscopy without issue, due to concern that the stent was going to become stuck. No additional intervention was performed for the lesion. There was no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.